Manufacturer narrative:
Evaluation summary: the probable cause was that the processor was not recognizing the scope and the pcb failed due to water ingress etc. Correction information g4: premarket identification PMA/510(k) g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result additional information d4: UDI. H3: device evaluated.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video scope ec34-i10l. In the event reported, it was stated that there was no video/error msg, scope not conn. The event timing is unknown. There was no adverse event reported with this complaint. The loaner device was returned to pentax for further evaluation on service order (B)(4). The device is currently pending evaluation/investigation. A review of the service history indicates the device was routinely serviced at a pentax facility. On 13-oct-2021, a device history record (DHR) review for model ec34-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 01jun2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.